Event description:
It was reported that during a wedge resection procedure on the left lower lobe on , after firing, the doctor found that there was no staple on the staple line but the lung was cut. That caused 100ml bleeding. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the bleeding controlled? Did the patient receive a blood transfusion? What device was used with this reload? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). The analysis results showed that a cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.